Event description:
It was reported that the patient's blood pressure dropped during an afib ablation procedure and ice confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was taken to the operating room with a dissected atrial appendage. The patient remained in the hospital.

Manufacturer narrative:
Upon follow-up with the customer facility, the customer facility confirmed that they do not consider the bwi equipment or products to be the cause of the patient incident. Customer declined to have the bwi equipment functional tested. Customer will continue to use the bwi equipment. The customer facility did not provide any additional information regarding the patient, product, or the procedure. If any additional information is provided by the customer facility during the complaint investigation, a 3500a supplemental will be submitted to the FDA as required. Concomitant devices: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); lasso electrophysiology catheter, catalog # d7l1012rt, lot # 15176628. (B)(4).